Manufacturer narrative:
Mboa: long charge time was confirmed by analysis. Review of device data showed the device had a charge time out during capacitor maintenance. The high-voltage capacitors were sent to the manufacturer for analysis. The cause of the long charge time was due to an internal high voltage capacitor anomaly associated with the abbott ellipse vr/dr implantable cardioverter defibrillator (icds) field action in august 2014. Mboa: premature battery depletion was confirmed by analysis. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Device image indicated normal current drain during implant period and no high current drain sources were found throughout bench and environmental stress testing. Telemetry, impedance, sensing pacing and high voltage (hv) output functions of the device were tested and found to be normal. The battery analysis by the manufacturer found the battery was normal. The cause of the premature battery depletion could not be determined.

Event description:
This report is to advise of an event observed during analysis. Premature battery depletion, charge time out.